Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was initially reported that the vizigo sheath had a damaged valve and that it possibly occurred during transseptal. It was noted that there was a bleed back issue. The physician replaced the sheath with an agilis sheath, and the issue resolved. The hemostatic valve damage issue was assessed as not MDR reportable, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On february 24, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation, and upon initial visual inspection, it was noted that the hemostatic valve appeared dislodged inside of the hub. The friction ring and brim cap remain intact. The connector was cut at blue wire. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction through additional analysis and testing on february 24, 2020 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is february 24, 2020.

Manufacturer narrative:
Investigation summary ==> it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was initially reported that the vizigo sheath had a damaged valve and that it possibly occurred during transseptal. It was noted that there was a bleed back issue. The physician replaced the sheath with an agilis sheath, and the issue resolved. The device was visually inspected, and valve was found dislodged into hub and connector cut off. The valve could have been detached due to an external force while inserting the device thru the sheath and connector could has been cut while trying to disconnect the device, but this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device 00001167 number, and no internal actions related to the complaint was found during the review. The customer complaint was confirmed. Manufacturer's reference # ==> pc-(B)(4).

Manufacturer narrative:
On february 28, 2020, it was noticed that section h1. Type of reportable event was inadvertently selected as ¿serious injury¿, however, ¿malfunction should have been selected. Therefore, section h1. Type of reportable event has now been updated. Manufacturer's reference #: (B)(4).